Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. Revision surgery is being discussed.